Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced video slice (vsl) 1 to resolve the issue. The system was verified and ready to use. Isi has not received the vsl for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer encountered a repeated error 45316. The technical service engineer (tse) confirmed the reported error in the system logs pointing to the video slice (vsl) 1. The tse had the customer check the connections behind the vision side cart (vsc), the customer found no issues and could not resolve the error after reseating the cables. The procedure was converted to laparoscopic with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the system's functionality was not checked upon powering it on, but it initially started without errors. The technical support was contacted for troubleshooting before deciding to convert the procedure, and the full troubleshooting process was completed according to the protocol. Specific actions taken to resolve the issue and attempt to continue with the procedure included rebooting the system and checking the cables. The exact delay in the procedure when converting to the laparoscopic approach was unknown. There was no patient injury or adverse outcome reported as a result of this issue.

Manufacturer narrative:
Intuitive surgical, inc. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The video blend lane (vbl) was analyzed. In artemis, the error 45316 was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to reported event. The unit was installed onto an in-house is4000 system where the component functioned as expected. Then the in-house system was set to run video test 10 minutes sine cycle and 10 power cycles and sitting idle for 5 days. Once the testing was completed the system error logs were inspected, but no error could be identified. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided and failure analysis results.

Event description:
Refer to h11 for follow-up information.